Event description:
It was reported that during and acl reconstruction that an implant was not deployed while the deployment knob was depressed. It was also reported that both implants were removed and the procedure was completed with another fast-fix 360 curved.

Manufacturer narrative:
(B)(4): the evaluation of the returned device revealed that one fast-fix 360 reversed curve needle delivery system had a needle to be bent in two directions and the ts and suture were free from the needle. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time.(B)(4).